Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician completed three passes in the target location with the catrx. While retracting the catrx from posterior tibial artery, the physician observed under fluoroscopy that the catrx had fractured. The proximal portion of the catrx was removed. A snare device was used to remove the distal portion of the catrx. The procedure was completed with a balloon catheter. There was no report of an adverse effect to the patient.